Event description:
It was reported that the pressure board failed to display accurate readings. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) initially interviewed the customer, who reported a failure during a leak test, resulting in a request for bench repair. The device was subsequently evaluated by a philips bench repair technician (brt) at a philips repair facility, where diagnostic and functional testing were performed. Testing identified an issue with inaccurate invasive blood pressure (ibp) readings. Further analysis determined that the pressure board was not displaying accurate values and was the root cause of the problem. The brt replaced the defective pressure board, which resolved the issue. Based on the information available in the case the testing conducted, the cause of the reported problem was confirmed to be a failed pressure board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.